Event description:
Reporter indicated that pt went into asystole during intraopertive diagnostic testing following a pulse generator replacement for end of service. It was reported that acls protocol was followed to resolve asystole and pt's heart rhythm returned to normal. The generator was programmed to 0ma. Good faith attempts are being made to obtain add'l info.